Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device. The reported issue was both verified and duplicated. Physio-control replaced the system pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer reported to physio-control that when attempting to power on their device, it would power itself off within 30 seconds. The device was then powered on again, however the buttons were inoperative and the screen was blank. There was no patient use associated with the reported event.